Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was showing a remaining longevity of 1.5 years and had only been implanted for approximately one year. The patient had a history of several lead revisions, however, current pacing outputs were 2.0v for both leads. A disk analysis was done by engineering and it appears that there is likely a malfunction causing an excessive power draw on the battery and device replacement should be considered. It was noted that the battery status indicators were functioning correctly. No adverse patient effects were reported. Additional information was received from the field representative that the battery is being closely monitored and would be changed out in the future, but was not yet scheduled.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.